Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two unspecified mentor saline implants in 1995, was diagnosed with fibromyalgia in 2001 and suffers neck pain, swelling in shoulders, joint pain all over, inflammation, muscle pain, very thick rashes on each breast, and bilateral breast pain. The patient's medical doctors do not know what the problem is, but the patient has been prescribed steroid cream for the thick scaly rashes on breasts and also being treated for the pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.